Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter unavailable from the site at the time of filing. Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was stuck in boot up screen and the pendant displayed "initializing system, please wait". The site checked all of the motion controllers and discovered that the rotor motion controller had no power. The site replaced the motion controller which resolved the issue. There was no patient present.